Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be submitted. MFR report # was accidently repeated. Was entered as 3009540749-2020-00011 but should have been entered.

Event description:
During a nextra hammertoe surgery that took place on (B)(6) 2020 the surgeon had difficulties mating the nextra driver with the proximal impant. A second kit was opened and driver was used from that kit to complete the surgery. The surgery was completed successfully and there were no patient complications.